Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Concomitant products: 600cc mentor memorygel breast implant, catalog #3506004bc, serial number # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female who underwent breast reconstruction revision with a 600cc mentor memorygel breast implant experienced right sided rupture and capsular contracture (baker¿s grade unknown) post procedure. Magnetic resonance imaging and a physician diagnosed the capsular contracture and rupture. As a result, an explant was performed on (B)(6) 2019.